Event description:
Company bromedicon llc is forcing technologists to continue to use nims tube monitoring equipment which has been proven faulty. One such tube failed during a thyroidectomy on a cancer patient which resulted in the patient not being able to have the full tumor resented. The company continues to deny responsibility for using cheap and faulty manufacturers. This cancer patient will now need extensive radiation if not follow up surgery with a non-defective tube. FDA safety report ID# (B)(4).